Event description:
It was reported that as the surgeon was removing the trial for a primary tha, the screw in the liner trial broke. Trialing was already completed. No adverse consequence to the patient. The hospital does not allow the release of any patient details.

Manufacturer narrative:
When completed, the evaluation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured trident insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported fracture. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fracture occurred due to repeated loading cycles. No material or manufacturing defects were identified.

Event description:
It was reported that as the surgeon was removing the trial for a primary tha, the screw in the liner trial broke. Trialing was already completed. No adverse consequence to the patient. The hospital does not allow the release of any patient details.